Event description:
It was reported via repair work order that the recliner brake pedal is broken off resulting in exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.